Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a no delivery alarm. She could not remember if it was after or during a bolus delivery. The customer's blood glucose was unk. She also reported having a high blood glucose that she could not bring down. The customer was advised of the causes of the no delivery alarms. No additional info provided.